Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition was confirmed. The cutter device was received stuck inside the attachment and had discoloration along the shaft, indicative of excessive heat. The attachment showed damage such that it should not have been used with any cutter. The cause was determined to be usage with a damaged attachment. Ref: (B)(4).

Event description:
Report was received from the USA stating that the device was overheating. Reportedly the device became hot enough to char blood on the cutting burr and attachment device. It is known that the device was being used during surgery. It is known that there were no injuries or medical intervention occurred. There was no additional info provided.